Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer continued to use the pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.